Manufacturer narrative:
Device not returned. Additional manufacturer narrative: explants at implant are typically a result of inappropriate sizing, distortion of the valve during implantation and/or the patient's anatomy, and not a malfunction of the device. Unfortunately, the edwards device was discarded by the hospital; therefore, the root cause of this event could not be conclusively determined. However, the surgeon has confirmed that there was no malfunction of the explanted valve. The device history record (DHR) review was also completed and this device passed all manufacturing and sterilization inspections. No further actions are possible with the available information.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, it was reported that the valve was "implanted, then removed - during the same surgery. Per the op report, there was a paravalvular leak revealed after termination of initial cardiopulmonary bypass (cpb) at the noncoronary cusp requiring return to cpb for replacement of the aortic valve prosthesis. It was noted that due to the patient's size, the largest possible valve (27 mm) was chosen for the patient's benefit. Upon removal of the valve, it was revealed that there was an "avulsion of the pledget stitch and the sewing ring from the mid portion of the noncoronary cusp." As a result, the surgeon elected to replaced the prosthetic valve with one size smaller 25 mm edwards tissue valve. This time transesophageal echocardiogram demonstrated no paravalvular leak with a fully functioning valve with minimal peak gradients of 15 millimeters of mercury. The patient was returned to the ICU in stable condition with no further complications reported. Through follow up, the surgeon also indicated that this event was due to patient related factors and not a malfunction of the explanted valve.